Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump motor was tested outside of the device and passed. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose level of 22mg/dl. The customer passed out and treated with manual injection. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer indicated that the pump might be over delivering insulin. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Then the device was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during testing. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.